Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for multiple patients involving an access 2 immunoassay system. The customer reported the involvement of fourteen accutni patient samples. Two patients were hospitalized based upon their erroneous accutni results. This report represents the twelve elevated accutni patient results which did not result in patient hospitalization. The customer provided patient results for only one of these twelve patients. For this patient, the initial and repeat results were elevated and within the risk stratification range of the assay but did not reproduce within labeled accutni assay precision claims. The other eleven discrepant patient results were not supplied by the customer but the customer indicated that the results were false positive results that crossed below the upper limit of the normal reference range upon repeat. Although the reports were released from the laboratory, there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer reported that instrument assay quality control results were performing within their established ranges after they were reconciled with peer data and their own in-house data from the prior month. The patient samples were collected in lithium heparin plasma sample tubes and the customer did not indicate any sample integrity concerns. The samples were collected from several sites/sources and the customer was not aware of the sample preparation protocols utilized by the sources. Specific patient information has not been supplied to date for this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed passing quality control (qc) within the customer's established ranges and passing system check results within system specifications. The fse did not detect any system or hardware malfunction in connection to this incident. The fse received a report from the customer stating the access 2 immunoassay systems have been discontinued for use. The customer has changed to a different methodology for troponin testing. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2012-01451, 2122870-2012-01464, 2122870-2012-01465.